Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An exterior visual inspection was performed and passed. The device failed a charge and boot test. The device was opened for an interior visual inspection and passed. The device battery was replaced with a known working battery and successfully charged and booted. The data log was downloaded and retrieved. The data log was reviewed and findings related to the complaint were found within the investigation window. Functional testing was not performed. The complaint confirmation of a receiver ceasing to function was confirmed. The root cause was determined to be a defective battery.